Manufacturer narrative:
Device location unknown.

Event description:
A physician representative reported they have a patient with a, "high level deformity," who was implanted with yukon, "who either pulled out the c2 screw or rod got dislodged." No additional information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A physician representative reported they have a patient with a, "high level deformity," who was implanted with yukon, "who either pulled out the c2 screw or rod got dislodged." No additional information is available at this time.